Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures - such as valve frame damage or compromised sheath and delivery system components - as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint of valve frame damage was confirmed based on relevant imagery provided. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported ''when advancing the valve, the delivery system and valve exerted significantly higher push-force than expected'' and ''the valve strut was observed to be punctured through the sheath strain relief''. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a thv territory manager that a patient underwent right side transfemoral tavr with a 29mm sapien 3ur valve. As reported, the heart team inserted the original 16fr esheath+ without issue. When advancing the valve, the delivery system and valve exerted significantly higher push-force than expected. At this time, the team took a flouro image of the valve, swinging the gantry from side to side, to check the struts of the s3ur. An inflow strut was protruding laterally and the team decided it would be best to remove the sheath, delivery system and valve as a unit. A new 29mm s3ur valve was prepped, a new 16fr esheath+ was inserted and the case was completed without issue. The patient had no vascular complication, no pvl, no pacemaker and no additional issues were observed throughout the case. The patient was stable and discharged with no procedural complications. The device was discarded. Per the images provided, the valve strut was observed to be punctured through the sheath strain relief.